Event description:
This lead was capped and the oos documentation was returned. This lead was capped due to intermittent loss of capture. This lead was replaced with a setrox s 60.

Manufacturer narrative:
The device was not returned for analysis. Therefore the analysis is based on the inspection of the qual documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the qual documents showed a regular mfg process.